Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty battery interconnect board. The battery interconnect board was replaced to resolve the report. The device was recertified and returned to inventory. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.